Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to board failure was the cause olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high-definition lcd monitor was experiencing a power problem. According to the initial reporter, the unit lost power unexpectantly during a therapeutic ureteral stent placement procedure. The customer did confirm that the subject device was inspected prior to use and no abnormalities were noted. Reportedly, the procedure was completed by using another nearby monitor with no harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit had a power failure problem noted due to a printed circuit board failing. Additionally, the screen was flawed. If additional information becomes available following the device evaluation, a supplemental report will be filed.